Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08680 inches. No over delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose level. The blood glucose level at the time of the incident was 35 mg/dl. Customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer alleges insulin pump was over delivering. Troubleshooting was performed. The insulin pump will be returned for analysis.